Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the calibration of the system prior to a cataract extraction with intraocular lens implant procedure, the system shut down on its own. The system could not be turned back on. The case was canceled. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The multifunctional in-output (mfio) printed circuit board (pcb) was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 21, 2009. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming mfio pcb. However, how that mfio pcb became non-conforming remains inconclusive. The manufacturer internal reference number is: (B)(4).